Event description:
One endeavor sprint rx drug eluting stent was implanted in the left circumflex during the index procedure. Approximately 1 months post index procedure the patient experienced a myocardial infarction. Balloon only revascularization was carried out 8 months post the index procedure due to instent restenosis and arc mi. It is reported that the patient presented with unstable angina approximately 1 year post the index procedure, a revascularization was carried out with 2 non medtronic stents were implanted in a vein graft of the lcx. The investigator has indicated the event was not related to the study device. The patient recovered with treatment

Manufacturer narrative:
Evaluation results and conclusion: (myocardial infarction). (B)(4).

Event description:
Patient was also treated with ballooning during the revascularization approximately 12 months post index procedure.